Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported retraction issues were confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar retraction issue incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty. Reportedly, the device would not retract, all instructions were followed to remove the device; however, the retractor wings would not retract and the patient had to go to surgery for removal of the device. The decision was made to cut the wire from the flex guide flush with the clip, as hemostasis was still evident and flow was evident below the clip; the cut down was closed. The safety release mechanism was used prior to attempting to remove the starclose se device. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). This code is used to address the use of the starclose se device in a mildly calcified vessel. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.